Event description:
The patient reported poor communication screen on the patient programmer (pp). The reposition antenna screen was also seen. The recharger was not able to communicate. The last successful charge session was two months ago. The patient has an appointment on (B)(6) with their health care provider (hcp). No symptoms were reported. The indication for use included non-malignant pain. Additional information was received from the patient reporting that they had "killed" their battery so that had to have a non-rechargeable device implanted. Their "faller" had cancer so the patient had been having issues keeping up on their charging sessions. The patient stated that their coupling level would drop if they moved in any way. If they lay perfectly still, they would have good coupling. The patient stated that they just had too much going on so they ended up killing the device. The patient had been told by a manufacturer representative to bring their implantable neurostimulator recharger (insr) to surgery for donation. The patient stated that they h ad forgotten but would still like to send it back. Additional information was received when a manufacturer representative called to order the patient a shipping label for the previously reported donation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.